Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. The patient reported a stent migration and several endoleaks. It was reported that the patient underwent surgery to repair an unknown endoleak. The physician was unsure if it was a type ii or type iii endoleak. Another manufacturer's graft was used to reline one of the previously placed stent grafts. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).